Event description:
Found 300cc of IV solution flowing from machine. Blue hub on tubing cracked. Questionable whether the tubing was cracked due to loading into the alaris pump or defect in tubing. No over infusion to the pt. IV fluid leaking outside the pump.